Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient stated just yesterday they noticed their implant was needing to be charged more frequently. Patient stated they would typically charge their implant every 4 days, and now they have to charge their implant every 48 hours. When asked for event date, patient stated they noticed this yesterday. When asked if patient made any therapy adjustments, patient stated they did have some adjustments or possible reprogramming at the start of june. Agent reviewed that charge frequency is due to therapy settings, and to follow up with their healthcare provider if the issue continues.